Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had gained a lot of weight since implant. They had experienced multiple urinary tract infections. The patient removed acids and tomatoes from their diet three months prior to call and the utis stopped occurring. They also experienced incontinence and frequency of going forty times a day. The patient also had diverticulitis. Two weeks later, they had greater than fifty percent symptom relief and recovered without permanent impairment.